Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the endocarditis. It was reported that on (B)(6) 2018, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. One mitraclip was implanted, reducing the mr grade from 4 to 1. The patient was re-hospitalized on (B)(6) 2018, with fever and fatigue. A transesophageal echocardiogram was performed on (B)(6) 2018 and noted thread-like structures attached to the clip. Endocarditis was suspected. The patient was treated with antibiotics and will undergo echocardiogram in two weeks. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of endocarditis and fever, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported endocarditis, fever and fatigue cannot be determined. Although a conclusive cause for the reported patient effects of endocarditis, fever and fatigue, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.